Event description:
The filter got stuck in the spline and deployed 3/4 of the way. The doctor spent 3 hours manuevering trying to get the filter to deploy. The doctor put a snare in the pt's jugular vein, pulled, manipulated and was able to get the filter to deploy out of the spline. Several of the filter legs crossed. The filter was left in the pt and removed several days later.